Event description:
The device was used in an attempt to administer a shock to a patient (details not reported). The device allegedly lost power while the defibrillator was charging. The operator was not able to restore power to the device. The patient's outcome was not reported.